Event description:
The patient was enrolled in the heal-laa study on 07-nov-2023 with patient identifier (B)(6).. It was reported that a small pericardial effusion occurred. The patient underwent a left atrial appendage (laa) closure procedure on (B)(6) 2023 with successful placement of a 31mm watchman flx pro device with a complete laa seal and deployed device diameter of 24 mm. On the same day, the patient was discharged on aspirin and clopidogrel. On 21-dec-2023, the patient visited the hospital for a routine forty-five (45) day follow-up. Transthoracic echocardiogram (tte) imaging was completed and revealed a small pericardial effusion. No intervention or treatment was required. There were no patient complications reported.